Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "dr. (B)(6) was doing a shapematch knee. We made the distal femoral cuts and moved to the tibia and used the cutting block. The resection of the tibia was 11mm and the distal resection of the femur was 8mm. When we put in the spacer block after making both cuts, we could not get the 9mm spacer block in extension. Also after making the cuts, we had mismatches in ligaments in extension and flexion. We were extremely loose medially in extension and we were loose laterally in flexion. We also cut for a size 6 femur as indicated by the shapematch guide; however, when we did this we notched the anterior cortex significantly."